Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock and was awaken from sleep. The patient was followed up in the hospital and an x-ray and pocket manipulation were performed but could not reproduce the artifacts. Subsequently, the device and electrode were both explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock and was awaken from sleep. The patient was followed up in the hospital and an x-ray and pocket manipulation were performed but could not reproduce the artifacts. Subsequently, the device and electrode were both explanted and replaced. No additional adverse patient effects were reported.